Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) accessed the device and confirmed with the customer that the issue was already resolved, while noting the concern about preventing recurrence. The tss identified that the device had previously experienced a login issue and informed the customer that replacing outdated software with the latest version should prevent recurrence. The tss advised that the case would be kept open temporarily for monitoring and confirmed that no further issues were reported, followed by proceeding with case closure. The system functioned as intended after the technical support specialist inspected the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system multiple users were unable to log in. However, there were no delay to the patient care and no adverse events or injuries reported based on this event.